Manufacturer narrative:
Review of the instrument run data did not find any issues with the alleged run and found the sample to be at the limit of detection (lod) of the test, based on the pcr curves. Investigation of the reagent kit did not find a product problem. The observed discrepancy is most likely due to the sample being a weak positive for sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) queried a potential false positive sars-cov-2 for a patient sample when using the cobas liat sars-cov-2 and influenza a/b test. The alleged sample generated a detected result for sars-cov-2 and a not-detected result for influenza a/b, when tested with the cobas liat sars-cov-2 and influenza a/b test. The same sample was tested using another pcr method (imogena by astra biotech), which generated a negative result for sars-cov-2. The sample was retested on another cobas liat analyzer and generated a not detected result for sars-cov-2. No harm was alleged.